Event description:
This unsolicited device case received from (B)(4) on (B)(4) 2013 from an orthopedist via a (B)(4). Based upon additional information received on (B)(6) 2013, the event term of arthritis was updated to pyogenic gonarthrosis (suspected). The case involves a (B)(6) male patient who developed pyogenic gonarthritis (suspected) after receiving treatment with synvisc injection. Relevant medical history included gonarthrosis of left knee (kellgren and lawrence grade 2 in left knee; diagnosed in (B)(4) 2010). Concurrent conditions included hypertension. No history of any adverse drug reaction and drug-related allergy. It was unknown if the patient had a history of drug-unrelated allergy. No past drugs and concomitant medication were reported. On (B)(4) 2013, the patient received treatment with first intra-articular synvisc injection of the first course at a dose of 2 ml, once weekly, (batch/lot number: u1106 and expiration date unknown) into the left knee for gonarthrosis. It was reported that prior to the injection, the patient had no fluid retention. On (B)(4) 2013, the patient received the 2nd intra-articular synvisc injection into his left knee and had no fluid retention prior to the injection. On (B)(6) 2013, using disposable needles without sterilized gloves, the patient had 3rd intra-articular synvisc injection of the 1st course into external suprapatellar of left knee. The patient had no complications including skin disease around the injection site, intra-articular inflammatory symptoms or fluid retention prior to the injection. On (B)(6) 2013, 16 days after the first synvisc injection, the patient developed pyogenic gonarthrosis (suspected) with the symptom of pain. On an unspecified date, the patient developed pyogenic gonarthrosis (suspected) with the symptom of pain. On an unspecified date, the patient was hospitalized. On (B)(6) 2013, arthrocentesis was performed and 20 ml of yellow opacified joint fluid was aspirated from left knee as swelling was noted. The aspirated joint fluid was cultured and revealed positive result for coagulase-negative staphylococci (cns). On the same day, synovial fluid crystal test revealed negative results and the patient received corrective treatment with antibiotics under resting. On (B)(6) 2013, the culture test yielded positive result for coagulase-negative staphylococci (cns), and the patient was referred and admitted to another hospital. On (B)(6) 2013, the patient made an outpatient visit to the reporting hospital after the discharge where his pain and swelling were observed to have improved. On the same day, again a volume of 10 ml of joint fluid was aspirated and cultured which revealed negative results. On (B)(6) 2013, the symptoms had almost disappeared and a volume of 10 ml of joint fluid was aspirated and cultured which revealed negative results. Action taken: withdrawn nos (not otherwise specified). Corrective treatment: antibiotics and arthrocentesis. Outcome: recovered ((B)(6) 2013). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Pyogenic gonarthrosis (suspected) (pyogenic arthritis): reporting orthopedist's seriousness assessment: serious (inpatient/prolonged hospitalization). Reporting orthopedist's comment: there was a possibility that injection solution including polymer hyaluronic acid might have caused allergic arthritis. No possible factor other than synvisc, causing the event, could be identified. Additional information was received on (B)(6) 2013. Ptc report was added. Additional information was received on (B)(6) 2013 from the orthopedist. Patient's demographics were provided (date of birth, age and gender). Medical history and concurrent condition were added. Dates, route and dosage information for the synvisc was added. Treatment drug and lab tests were added. Event term was updated from "arthritis" to "pyogenic gonarthrosis (suspected)." Symptoms of left knee pain, left knee swelling and left knee effusion was added to the case. Reporter's seriousness assessment of the event was updated to serious (inpatient/prolonged hospitalization). Onset date of the event was updated to (B)(6) 2013. Outcome of the event was updated to recovered from unknown. Reporter specialty was updated to orthopedist (not pharmacist same reporter as the initial reporter). Clinical course was updated accordingly.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events of determine if a CAPA is required. Pharmacovigilance comment: sanofi follow-up comment dated (B)(4) 2013: in this case, the patient was treated with synvisc for an indication of gonarthrosis of left knee for which the patient experienced pyogenic gonarthrosis (suspected). The causal role of synvisc cannot be excluded for the occurrence of the event of pyogenic gonarthrosis (suspected); sanofi company follow up comment dated (B)(4) 2013: follow up information does not change the overall medical assessment. Sanofi company comment dated (B)(4) 2013: in this case, the patient was treated with synvisc for an indication of pain relief for which the patient experienced arthritis. The causal role of synvisc cannot be excluded for the occurrence of the event of arthritis; however, lack of information regarding the previous medical history and the concomitant medications used by the patient precludes the complete case assessment.